Manufacturer narrative:
(B)(4). Connecting before priming is complete is a known cause of this alarm. Leaving open clamps on unused supply lines is also a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain 4 of 5 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp connected before priming was complete. The hp also stated they used 2 patient line extensions and that there were open clamps on unused supply lines, but the lines were capped. The technical service representative (tsr) assisted the hp in power cycling the hc. Proper procedures were reviewed with the customer. The tsr advised the hp to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.